Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pace impedance measurements of an unspecified value and high pacing thresholds at follow-up. An x-ray was obtained which showed a sharp curve in the lead at the level of the pocket and confirmed the suspected fracture as well as insulation abrasion. A revision procedure was performed wherein the lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This lead is no longer in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.